Manufacturer narrative:
The manufacturer previously reported information received alleging "it doesn't work. We don't know exactly what is happening to it" for a trilogy ev300 device. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the technician replaced the proportional valve (aecm) and 3-way solenoid valve. Following the testing and verification procedure for this computer, the device settings are restored to factory. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. The device's proportional valve and solenoid valve were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The device's proportional valve was installed on the on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped. The device's solenoid valve was installed on the trilogy evo stb and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve. The trilogy evo solenoid valve has been scrapped.

Event description:
The manufacturer received information alleging "it doesn't work. We don't know exactly what is happening to it" for a trilogy ev300 device. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the technician replaced the proportional valve (aecm) and 3-way solenoid valve. Following the testing and verification procedure for this computer, the device settings are restored to factory. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown.